Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the niece that the patient passed away at their home. The niece stated that it was due to diabetes, but refused to elaborate on details. The patient was reported to have been using omnipod system for only 5 days prior to their death. The patient was schizophrenic and biploar and was taken up to 6 different unknown medications.